Event description:
It was reported that there was noise from the compressor and the drainage valve was not working. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Customer reported noise from a compressor mini. A service engineer stated that the drainage valve and radial fan needed to be replaced. The received information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref #: (B)(4).